Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-5400-18 glenoid targeter leg lot number: ar10602201 was received for investigation. Visual evaluation of the device against a granite grade a surface plate ID: 650 noted that the device was curved and would not lay flat. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photo.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2024, it was reported by a sales representative via sems-06667505 that an ar-5400-18 vip¿ glenoid targeter was bent. This occurred during a case where there was no effect on the patient.